Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on right ventricular (rv) lead. A revision procedure was performed. There was an attempt to explant the rv lead but due to mechanical issues not related to the lead, the rv lead was capped. The patient is stable. Additional information was requested but not yet received.